Manufacturer narrative:
The insulin pump was received with high sleep current due to resistance issue at the j6 connector. The insulin pump passed and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. Power loss alarms confirmed in the long trace history file due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked retainer, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she replaced battery 3 times for last 24 hours. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.